Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and five shocks due to supraventricular tachycardia (svt). Therapy was exhausted. This ICD is functioning as programmed and technical services (ts) discussed device reprogramming. No additional adverse patient effects were reported. This device remains in service.